Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this device was having a rapid decrease in battery longevity due to a high rate atrial sensing and also due to being affected by the presence of hydrogen in the battery. A request was made to have data from this device analyzed. Data analysis confirmed the premature battery depletion. Device replacement was recommended. This device was explanted and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that this device was having a rapid decrease in battery longevity due to a high rate atrial sensing and also due to being affected by the presence of hydrogen in the battery. A request was made to have data from this device analyzed. Data analysis confirmed the premature battery depletion. Device replacement was recommended. This device was explanted and has been returned for analysis. No additional adverse patient effects were reported.